Event description:
It was reported that a patient that was not secured with safety straps rolled off the innova table and sustained a laceration around the eye area followed by acute impaired consciousness. The patient was reported to be intubated and sent for a head and neck CT, both of which were negative. The patient was moved to the ICU for observation. The patient was released without further treatment. The system had no issues during the exam procedure.

Manufacturer narrative:
On march 26, 2015, ge healthcare was informed that during the preparation of a PICC line insertion procedure performed on (B)(6) 2015, a non-sedated coherent patient lying on the table rolled off and fell onto the floor. After the fall, medical staff noticed a change in the consciousness of the patient and a laceration above the right eye. The patient was taken for scanning, and CT scanning of head and neck were negative. The patient was moved to the ICU for observation. The patient recovered successfully without further intervention and was released from the hospital after a prolonged hospitalization. The customer stated that the system did not cause the patient fall and no system malfunction was reported. Two technicians were present in the exam room during the incident and confirmed that patient was not secured with velcro straps. A ge healthcare field service engineer confirmed that velcro straps and the head holder that are part of the interventional product were supplied and available along with the table. Customer application training was also performed after the completion of system installation to cover information about usage of velcro straps to support a patient on the table. The ge healthcare field engineer confirmed that technicians are aware of the velcro straps, and were not using them. Instructions in the operator manual recommend the usage of velcro straps and clearly warns not to leave the patient unattended/unsupervised on the table. This incident was due to the user leaving the patient unguarded and unsecured without velcro straps against instructions for use and in-service training recommendation. On april 4, 2015, the ge healthcare field service engineer reminded the customer to use the velcro straps and secure the patient per recommendations in the operator manual. No further actions are required at this time.

Manufacturer narrative:
Initial reporter email currently not available. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.